Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device would not allow discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.